Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 300 mg/dl. Technical support provided complete pump reset information; however, the customer declined to reset the pump.